Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the customer¿s allegation was confirmed. Based on the results of the investigation, it is likely the most probable cause of the alleged failure of black specs on the screen, and no picture is due to a found leak from the channel and broken image guide fibers. The most probable cause of the complaint malfunction is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.